Event description:
I have used moistureloc since it came out (approx 5/1/06). I had no idea why I was getting constent eye infections that had to be treated with a few different antibiotic drops, so each time I got the infections I kept reinfecting my eyes by going back to moistureloc over and over until I saw a message on the i.v. About the recall. All medications I saved/prescriptions more info if needed. Also repeated eye dr visits because of this.